Manufacturer narrative:
The reported field event of inappropriately failing to deliver high voltage therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Egm review by technical services revealed the patient was experiencing an agonal rhythm during the event. This should be seen as a circumstance beyond the expected device limits.

Event description:
New information notes that device also exhibited intermittent sensing.

Manufacturer narrative:
Voluntary medwatch # mw5089321.

Event description:
New information notes that it was suspected that device interpreted polymorphic vt as noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The electrogram showed an episode of ventricular fibrillation (vf) which the device treated with anti-tachycardia pacing (atp) and a shock that converted the patient to sinus. The electrograms then showed multiple nonsustained right ventricular oversensing episodes (nsrvo). Upon looking at the electrograms, the patient was in vf and did not have lead noise. The patient did not receive any therapy for the vf from the device. The clinic called the patient who did not answer. The patient was found deceased at home.